Event description:
The lay user/pt contacted lifescan (lfs) customer service in 2009 alleging a cocking issue with her one touch lancing device and reportedly developed symptoms afterwards. The medical surveillance specialist (mss) was unable to reach the lay user/pt for f/u questions. The following complaint was classified based on info obtained from lifescan customer service. The reported issue first occurred in 2009. It is unk if she had a backup lancing device and/or if she was able to continue testing her blood glucose afterwards. It would also be helpful if she made any adjustments to her diabetes medications as a result of the reported issue. She claimed that 2 weeks after the lancing device issue occurred, she started to see spots, was sweating and had anxiety. It was noted that the pt consumed more food/drink atabout 14 days later at 8 pm. No blood glucose results or other forms of treatment were reported. Based on the provided info at this time, this complaint is being reported because the pt allegedly developed symptoms suggestive of hypoglycemia after lancing device issue began. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.